Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during a lapacolle surgery, an overcurrent error u010 occurred when using the subject device. The procedure and patient's anesthesia were extended by 30 minutes to deal with the errors as it occurred multiple times and to replace the transducer. The procedure was completed with the subject device. No additional medication was administered, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and an over current error (error code: u010) was not confirmed. The subject device did not exhibit any output abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported over current error was not confirmed. However, the over current abnormality, which caused/contributed to the procedural delay, was likely caused by corrosion of the internal base. However, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿always inspect the ultrasonic generator as described in this chapter before using. Also, inspect the ancillary instrument used in combination with the ultrasonic generator according to the instruction manuals. Should any irregularity be observed, do not use the ultrasonic generator and take proper measures by referring to chapter 8, ¿troubleshooting¿. If the irregularity is still not resolved, do not use the ultrasonic generator and contact olympus. Using irregular instruments may cause a malfunction and may also result in an electric shock, burns and/or fire hazard.¿ ¿anytime you observe an irregularity (error window, abnormal noise, abnormal odor, abnormal output, abnormal appearance, etc.), immediately stop using the instrument and check/inspect the ultrasonic generator by referring to chapter 8, ¿troubleshooting¿. If the irregularity is still not resolved after the check/inspection, use a spare ultrasonic generator and/or contact olympus.¿ this supplemental report includes an update to d4, d9, and h3 from the initial medwatch. Also, a correction has been made to h8. Olympus will continue to monitor field performance for this device.